Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip causing them to be misaligned. There was a 2.53 mm offset at the tips. The grips were not found to be cracked. Additional observation related to customer complaint: the instrument was found to have a dislodged molded insulator at the distal end. No piece was missing. Components adjacent to this dislodged molded insulator did not show damage. The bent severely grip tip caused the molded insulator to be dislodged. Additional observation not related to customer complaint. The instrument was found to have a damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The root cause of the dislodged molded insulator is attributed to the user.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaws were broken as they were not in alignment. The procedure was completed with no reported injury.